Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome on (B)(6) 2016. It was reported that the patient was having difficulty recharging and that it was taking too long. There were inconsistent coupling bars and the patient can get up to 6 for a period of time, but then it drops to 0 or 2 bars. After repositioning the antenna, the patient saw a poor coupling screen on the implantable neurostimulator recharger. An attempted antenna locate did not resolve the issue. The patient was getting 36 with antenna locate. The implantable neurostimulator was titled. Most of the swelling had gone down, but the implantable neurostimulator area was a little sore. When palpating the area, she could feel the top of the implantable neurostimulator more than the bottom. The patient received the replacement antenna and tried to use it; however the initial issue was not resolved. The patient was still only getting 4 bars and was losing them. The numbers on a repeated antenna locate following the replacement of the antenna were higher than before (50s). The patient was redirected to their health care provider as they were only week 7 of an 8 week healing process for the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.